Event description:
It was reported that pump experienced malfunction alarm with non-resettable error, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, switched to replacement pump for continued insulin delivery, and original pump was arranged to be returned through distributor and technical support.